Event description:
The customer reported via phone call that she had a low blood glucose of 31 mg/dl. Customer also mentioned that she had a broken belt clip.

Manufacturer narrative:
The pump passed the functional test including prime/compromised force sensor system, displacement, rewind, basic occlusion, and excessive no delivery alarm tests. Cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. The pump was not received with the original belt clip. No damage to the belt clip slot was noted.